Manufacturer narrative:
(B)(4). Additional information: please clarify what "teardrop-shaped clip was formed in a row means?" ---the clip¿s form was teardrop-shaped. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was any structure cut by malformed clips? If so, how was structure repaired? ----the information was not provided from the hospital. Was the clip fully advanced into the jaws prior to firing? ---no. Were there any feeding issues experienced with the device? --- the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? --- the information was not provided from the hospital. What shape did clips form when device fired outside of patient? ---the device fired 4 times out of the patient and the unformed clips were deployed till the 3rd firing. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the lock out was non functional; this condition is unrelated with the event reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, a teardrop-shaped clip was formed in a row. There was no unexpected resistance in grasping the firing trigger. Also, there was no unexpected noise. The device did not clamp something hard. There was no torquing or twisting of the device present. It was unknown which firing of the devices this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired several times out of the patient after this event.

Manufacturer narrative:
(B)(4).